Event description:
It was reported that the patient presented at the emergency room following several inappropriate shocks. While in the ambulance several supraventricular tachycardia's with no external shocks were noted. Upon interrogation it was noted that the device was in backup vvi mode. The patient denied any procedures or magnetic resonance imaging (MRI) that may have placed the device in this mode. A recommendation to replace the device was made. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of a reset was confirmed. The device was received in backup (bvvi) mode. The cause was found to be due to a power on reset (por) which is consistent with excessive charging seen on the reset date. Electrocardiograms (egms) were reviewed by tech services and the device behaved as programmed.